Event description:
A falsely elevated troponin I result of 7.6 ng/dl was obtained on a pt sample. The physician questioned the result. The same sample was tested on the same instrument, a result of 0.03 ng/ml was obtained. Same sample was run with alternate methodology and the result was < 0.04 ng/ml. Pt treatment was not prescribed or altered and there was no report of adverse health consequences to the pt as a result of the falsely elevated troponin I result. Analysis of sample indicated a sample integrity issue.